Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (2500 mcg/ml, 120 mcg/day) via an implantable infusion pump. The lot number, patient medical history, and concomitant medication list was unable to obtain and the indication for use was not noted. The patient was paralyzed on his right leg and partially paralyzed on his left leg. On (B)(6) 2015, a pump was implanted and a puncture was made on l1/t12. After the procedure, the partial paralysis on his left leg got "further." The patient could only move his left toes. It was unknown if the issue was resolved, as of (B)(6) 2015. The hcp had no further information. The patient status at the time of the report was ¿alive ¿ with injury." Which was further reported that there was an increase of the incomplete paralyzed leg. Additional information was requested regarding event content, troubleshooting, cause, and a resolution. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
The suspect medical device was updated. These patient codes were added to the event: (B)(4). Evaluation conclusion code no longer applies.

Event description:
Additional information was received from the company representative, indicating that an initiation bolus was performed to fill the pump and catheter only. The company representative also reported that the patient was fine and did not suffer from pain anymore. The surgeon reportedly punctured too high and touched the spinal cord. The cause of the paralysis was due to the surgeon touching the spinal cord during the procedure. The paralysis remained present, as the patient was already in a wheelchair with a very low capacity to move his left leg. However, there was no further troubleshooting or actions planned, as the primary objective was to stop the suffering of the patient. The patient lost a little bit more of the mobility on his left leg and it was reportedly not reversible.